Event description:
It was reported that during a laparoscopic appendectomy procedure, the device jammed and a piece of the reload fell into the pt. At this time, the case was converted to an open procedure and the piece was retrieved successfully.